Manufacturer narrative:
Age at time of event: 18 years or older. Event date: (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, guide wire entrapment occurred. The target lesion was located in the iliac artery. Utilizing an ipsilateral approach, an unspecified innova stent system was advanced over a non bsc guide wire. The stent was deployed without issue. However, when the physician was attempting to remove the stent delivery system, the shaft of the innova device was stuck on the guide wire. The devices were removed together. There were no patient complications reported. This product is only ous approved but it is similar to an approved us device.